Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not been made available for an investigation. We have requested additional information several times. Our distributor has informed us the user is preparing a reply but has not forwarded it yet. We will resume our investigation once we receive this reply and will provide a follow up report.

Event description:
On (B)(6) 2017 we have been informed about an incident in an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21a30) and an unknown generator were used. During the first medication after the surgery, a nurse noted "diffused burns of second grade; the area, under the leg, was clean and shaved. So, the patient will be treated with sofargen."

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not been made available for an investigation. A schematic drawing of the patient and the injury has been provided and showed the injury at the haunch area of the patient. As the injury was not underneath the dispersive electrode (thigh) but on the back (at the end of the rib cage), we assume that the injury was not caused by the dispersive electrode. We have been informed by our distributor "we ask several time to the customer to give us more information in order to better analyze the problem, but we were not able to collect more data." No conclusion can be drawn what has caused the patient injury. Device not returned.

Event description:
On (B)(6) 2017 a 1 hour and 30 minutes inguinal hernia surgery was performed at a (B)(6) hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21a30) and an unknown generator were used. It was reported that no hair was detected underneath the dispersive electrode. The patients skin was shaven and dried before applying the dispersive electrode. It is also stated that the electrode was placed on the backside of the right thigh. During the first medication after the surgery, a nurse noted "diffused burns of second grade" located in the bilateral backbone. An accompanying drawing indicated this to be on the back at the end of the rib cage. The injury had been treated with sofargen.